Event description:
It was reported that the 9800 system had poor image quality on recalled images when adding anotation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended, and put back into service.